Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 09/2020).

Event description:
It was reported that some time post dialysis catheter placement, the clamps allegedly broke. Reportedly, the device was repaired. There was no reported patient injury.

Event description:
It was reported that some time post dialysis catheter placement, the clamps allegedly broke. Reportedly, the device was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 1.8ml catheter clamp was returned for evaluation. Visual inspection was performed. The functional testing was not performed because of the break in the clamps. The investigation is confirmed for broken clamps as the catheter clamp was returned in two pieces and breaks were observed on both pieces of the clamp. Although a definitive root cause could not be determined, poor pinch clamp selection, excessive force and flex fatigue could have potentially caused or contributed to the reported event. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4. H11: d10, h3, h6 (method 1, results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.